Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure there was a disc on the large clip applier housing that fell into the patient. The fragment that fell into the patient was retrieved during the same procedure and the case was completed with no report of patient injury. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product therefore, failure analysis of the product related to the complaint cannot be performed to confirm/identify any reportable failure mode(s). A review of the logs was performed. Per the review, the instrument was confirmed to be last used on: system serial: (B)(4), on the event date: (B)(6) 2022, for a gastrectomy. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 9/8/23, it was determined after further review of the alleged issue (disc on housing fell off) is not a reportable event as the input disc from the large clip applier instrument housing would not fall inside the patient. Furthermore, the alleged failure did not cause or contribute to a death or serious injury and is not likely to contribute to an adverse event if it were to recur. Broken input disks occur as a result of certain cleaning and sterilization processes, which leave residual chemicals inside the housing compromising the material properties of the input disks. If any of the input disks break during use, loss of intuitive motion of the instrument will be experienced. If any of the input disks break upon installation, the instrument will not pass engagement and therefore be rendered inoperable.